Manufacturer narrative:
Per the DHR of the libre sensor serial number provided by the customer, the manufacturing date of the product was 27- aug-18 and the expiry date of the product was 31-may-19, it has been in distribution beyond its useful life as of the case awareness date of (B)(6)19, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time.

Event description:
A low reading issue was reported with the freestyle libre sensor. A caregiver reported the customer received a sensor scan result of 73 mg/dl and experienced symptoms described as vomiting and agitation. A reading of 401 mg/dl was obtained on the built-in reader and customer was treated with novorapid insulin and "oral sugar free compote" by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A caregiver reported the customer received a sensor scan result of 73 mg/dl and experienced symptoms described as vomiting and agitation. A reading of 401 mg/dl was obtained on the built-in reader and customer was treated with novorapid insulin and "oral sugar free compote" by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low reading issue was reported with the freestyle libre sensor. A caregiver reported the customer received a sensor scan result of 73 mg/dl and experienced symptoms described as vomiting and agitation. A reading of 401 mg/dl was obtained on the built-in reader and customer was treated with novorapid insulin and "oral sugar free compote" by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.